Manufacturer narrative:
Patient¿s age and weight were not provided. The event date is estimated. (B)(4). Approximate age of device: 1 year and 2 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) /2017 information was received that the patient was admitted to the hospital approximately 4 months ago due to recurrent driveline infections and weight management. The driveline infection was treated with wound washouts and debridement. The patient also had an unspecified elevated lactate dehydrogenase level. The patient was listed as 1a on the transplant list due to the recurrent driveline infections, and received a heart transplant on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. The origin of this deposition could not be determined. The deposition could not be correlated to the report of recurrent driveline infection. The instructions for use lists infection as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The incidental finding of thrombus during the evaluation of the returned device is reported under medwatch MFR report #2916596-2017-01851. The detail of the investigation findings is included in that medwatch report and is also provided below for convenience in review. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase levels. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists hemolysis and infection and thrombus as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.